Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 23mg/dl. The customer's most current level was over 108mg/dl. The customer has been treating lows with shots and food. Troubleshoot was conducted. The customer was advised to monitor their blood glucose levels and call back if issues arise. Nothing is being replaced or returned at this time.